Event description:
The customer reported the set was leaking and the tube had air bubbles. There was no patient harm.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Manufacturer narrative:
Additional information h4 device manufacture date was added. Evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for evaluation. Visual inspection was performed, and no visual failure was found. Functional inspection could not be performed because the valve and the line are stuck with food. The sample is inadequate to be evaluated. No formal investigation action is being taken because the failure mode could not be confirmed related to the manufacturing/production process. No root cause could be determined. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
Investigation: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Because the sample was not provided for evaluation, the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.